Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian patient underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline prostheses. On (B)(6) 2018 the patient noted that one implant appeared smaller than the other and bilateral deflation was diagnosed by a physician. It was not stated which implant appeared smaller. The devices were explanted on (B)(6) 2018 due to the deflations. See 1645337-2018-06407 for contralateral prosthesis report.